Event description:
Procedure: bronchoscopy, mediastinoscopy, right thoracotomy with wedge resection, and open lung biopsy. The pt reports coughing up at least 13 staples in 2008 from a left thoracotomy/open lung wedge section biopsy in 2003. The surgeon's operative report states "we wedged this out with four staples of the thick tissue gia stapler."